Manufacturer narrative:
Date sent to the FDA: 04/02/2021. A manufacturing record evaluation was performed for the finished device batch number qpmdht, and no non-conformances were identified. Additional h6 component code: g07002 ¿ reported condition not confirmed. Additional h-3 summary: visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that twenty-nine unopened samples of product code j683 were received for evaluation. Visual inspection of unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. The following information was requested, but unavailable: what tissue was being approximated or sutured when it broke? What was being done when the sutures broke (e.g. Removal from package, during passage through tissue, during tying, post-op, etc.)? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Events reported in 2210968-2021-01906, 2210968-2021-01908, 2210968-2021-01909. A manufacturing record evaluation was performed for the finished device batch number qpmdht, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated or sutured when it broke? What was being done when the sutures broke (e.g. Removal from package, during passage through tissue, during tying, post-op, etc.)? Device return status/follow up? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a spinal procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.